Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of no disposable attached (nda) and repeated power on/off which may be related to the reported nda issue. Functional testing was performed and was unable to reproduce the problem. The investigator replaced the downstream sensor and rear housing and recalibrated the upstream sensor as preventive measures. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed no disposable, pump won't run". It was reported the customer reloaded the batteries into the product which did not resolve the alarming and the batteries were stuck out of the battery compartment. No adverse patient effects were reported. No additional information is available at this time.